Manufacturer narrative:
H3 summary attached - updated. H3 device evaluated by mfg ¿updated. H4 manufacturing date ¿ added. D4 expiration date ¿ added. D10 product available to stryker ¿ updated. D10 returned to manufacturer on ¿updated. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, an attempt had been made to shape the guidewire tip. The guidewire was noted to be kinked/bent at 172cm from the proximal end. The guidewire was noted to be broken/fractured at 188cm from the proximal. In the proximal segment, the nitinol tubing was returned broken with no core wire exposed, the platinum wire was noted to be stretched. In the distal segment, the nitinol tubing was returned broken with no core wire exposed, the platinum wire was noted to be stretched. The guidewire ptfe coating was noted to be peeling in multiple areas to 26cm from the proximal end. The core wire distal end was observed through the distal tip dome. The hydrophilic coating was hydrated and there were no anomalies noted. A functional inspection could not be performed as the device was damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events 'guidewire distal tip stretched' and 'guidewire distal tip broken/fractured during use' were confirmed during analysis. The reported 'guidewire difficult to advance', 'guidewire torque problem' and 'guidewire mid-section kinked/bent' could not be confirmed; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The as reported 'guidewire mid-section kinked/bent' was not confirmed based upon the visual inspection; however, it is probable that the kink reported in the event description was actually the same kink noted on the distal tip during analysis. Based on the analysis, it is probable that the guidewire experienced high tension and/or torsion forces when it was manipulated to overcome resistance advancing from the microcatheter and through the m1, and this caused the wire to fracture at the distal tip. It is most likely that the nitinol tubing fractured first, followed by the core wire. As a result, the platinum wire was then stretched upon retraction of the device. Due to the fracture, there was no reaction when the torque device was used to rotate the guidewire tip. An assignable cause of procedural factors will be assigned to the as reported 'guidewire difficult to advance', 'guidewire torque problem and 'guidewire broken/fractured during use', the as reported and as analyzed 'guidewire distal tip stretched', and the as analyzed 'guidewire distal tip kinked/bent' and 'guidewire distal tip broken/fractured during use' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. The ptfe coating damage most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer at an angle. An assignable cause of handling damage will be assigned to the as analyzed 'guidewire ptfe coating peeling' since this defect is associated with handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that during a middle cerebral artery m4 aneurysm embolization case, the subject guidewire encountered resistance and could not advance through the microcatheter. The operator attempted to rotate the subject guidewire tip using a torque device, but the subject guidewire did not show any reaction even after multiple attempts. Upon retrieval, the operator noted that subject guidewire was stretched. The image shared indicates that the subject guidewire outer covering was broken with inner core wire being exposed. The subject guidewire was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a middle cerebral artery m4 aneurysm embolization case, the subject guidewire encountered resistance and could not advance through the microcatheter. The operator attempted to rotate the subject guidewire tip using a torque device, but the subject guidewire did not show any reaction even after multiple attempts. Upon retrieval, the operator noted that subject guidewire was stretched. The image shared indicates that the subject guidewire outer covering was broken with inner core wire being exposed. The subject guidewire was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.